Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A patient with pad (peripheral artery disease) underwent pta (percutaneous transluminal angioplasty) against the isr (in-stent restenosis) with another manufacturer's device; it was placed in the right popliteal artery and was performed by ipsilateral antegrade approach from the right femoral artery. After the target isr was dilated twice with the complaint balloon by applying 8 atm pressure, the physician attempted to dilate the isr further by applying 12 atm pressure to the balloon. However, although 12 atm was the rbp (rated burst pressure) of this product, the balloon ruptured once it reached 12 atm. The device was replaced with another 35lp balloon of a different length which was inflated to 12 atm pressure without problems. The physician noted that this event was possibly affected by severe calcification of the lesion and the fact that the device was used to isr. There were no reported adverse effects to the patient.